Event description:
It was reported that the patient underwent a sling procedure during 2001. A year later, a takedown procedure was performed as the patient was experiencing abdominal fullness and voiding difficulties. Laparoscopically, there were no abnormalities seen inside the abdomen. The mesh was incised per vaginum in the midline which seemed to have taken the tension off the sling completely. The patient now experiences mixed stress and urge incontinence multiple times a day.